Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings:during investigation, moisture was found behind the display lens. The battery cap was not returned, and there was no damage or corrosion to the battery compartment. The test cap fully attached to the battery compartment. The pump was unresponsive, and there were no auditory or vibratory alarms. The pump had a blank display. The pump history and black box were unable to be downloaded. A leak was found in the display lens. The pump cover was removed to find moisture ingress on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging a power issue with moisture observed behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.